Event description:
The complaint/event involved a 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing. Leaking was reported when using the microclave while putting in an IV and attaching the device. Blood came back in one instance and one was flushing saline. The patient was receiving docetaxel and had drips on arm at connections, they used soap and water to wash. Their usual set up was with an unspecified angi cath and this j loop connected to non-pvc alaris tubing. There was also slight delay as the nurse donned ppe, switched out jloop and then administered rest of infusion. It was stated that they could not figure out if there may be a "crack" on the device or just part of the plastic that is suppose to be there. There was no harm as a result of the complaint issue.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e additional contact: kim kempen diedrich, an rn bsn ocn from chemotherapy/infusion/csmc rn supervisor

Event description:
Correction to original b5 information: blood came back in this instance and saline was not flushing. All other original b5 information remains correct as previously submitted.

Manufacturer narrative:
Corrected information can be found in b5.

Manufacturer narrative:
The reported complaint of a leak could be confirmed from the photo received. However, without the return of the sample a comprehensive review cannot be performed and a probable cause is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.